Event description:
During hip revision surgery, dm 1.6mm beaded cable set vit (cat#6 704-0-420 cobalt chromium alloy) and the x-change flat mesh (cat#09428030 stainless steel) were implanted together. After the surgery, it was found that different material of implants were used for the pt. The surgeon requested the risk assessment as to the galvanic corrosion, toxicity, and every other possible adverse outcome to the pt. The surgeon is not planning the revision surgery immediately. However, he will decide whether to revise the pt according to the risk assessement result from stryker.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.